Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure, the surgical staff reported seeing exposed wires at the distal tip of the mega suturecut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported exposed wires. However for clarification, the nonconformance was a broken grip cable. Based on this, the complaint was confirmed. One grip cable is broken at the distal idlers. Idler pulley was not damaged. Cable segment sticks out at wrist. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.